Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.  To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the needle break or did the needle pull off the suture? Needle pull-off. Where was the needle found? Unk. What instruments were used to grasp the needle? Unk. Where was the needle grasped during use? Unk. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? Unk. Is product involved available for evaluation? No. What is the surgeon¿s experience with this procedure? Normal. What is the patient¿s current status? Stable.

Event description:
It was reported that the pediatric patient underwent lingual frenoplasty under local anesthesia in department of stomatology on (B)(6) 2018 and suture was used. During the procedure, the needle pulled off and the broken piece fell into the patient. The patient was moved into the operation room under general anesthesia, with the help of x-ray, the needle was retrieved from the patient. The patient was discharged on the second day after the operation. The patient¿s condition is reported as stable. No additional information was provided.